Event description:
The patient loss weight. The implanted pump had possibly flipped. He had surgery to check the pump connector and pocket sutures. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).